Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator displayed system error. There was no patient involvement . Service engineer performed all calibration, and testing. All tests pass per manufacture specification at time of service.